Event description:
Related to manufacturer report # 2183959-2014-00177. It was reported the patient had a miniarc precise implanted on (B)(6) 2011. The patient continued having voiding difficulties and on (B)(6) (year unknown), the mesh was surgically divided. No further patient complications were reported in relation th this event.